Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered internal connections disconnected as well as missing parts, which is an indication the device had been tampered with prior to it being received at zoll for evaluation. As a result of the device being tampered with, root cause could not be firmly established. This claim is being closed as the customer attempted repair of the device. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an unknown error message. Complainant indicated that there was no patient involvement in the reported malfunction.